Manufacturer narrative:
Reporter returned one toothbrush head on (B)(6) 2016. Product investigation is in progress.

Event description:
The bristles the white rim has come away from the toothbrush when in mouth [device breakage]; no adverse event [no adverse event]. Case description: a female consumer of unspecified age reported via phone on (B)(6) 2016 that she bought a pack of 4 oral-b brushheads, version unknown (triumph pro care toothbrush heads) and the bristles, the white rim, had come away from the toothbrush; this happened when in her mouth while used with an oral-b rechargeable toothbrush, version unknown. She stated that her mouth was fine, and it was just the one brush head that had been affected. The consumer reported that she'd had an oral-b toothbrush for years, and it was not the first time that she had used these particular brush heads. No symptoms developed.

Manufacturer narrative:
A 23-aug-2016 product investigation results: reporter returned one toothbrush head on 01-aug-2016. Toothbrush head confirmed to be a counterfeit oral-b precision clean refill.

Event description:
The bristles the white rim has come away from the toothbrush when in mouth [device breakage]; no adverse event [no adverse event]; product counterfeit [product counterfeit]. Case description: a female consumer of unspecified age reported via phone on 22-jul-2016 that she bought a pack of 4 oral-b brushheads, version unknown (triumph pro care toothbrush heads) and the bristles, the white rim, had come away from the toothbrush; this happened when in her mouth while used with an oral-b rechargeable toothbrush, version unknown. She stated that her mouth was fine, and it was just the one brush head that had been affected. The consumer reported that she'd had an oral-b toothbrush for years, and it was not the first time that she had used these particular brush heads. No symptoms developed. On 01-aug-2016 reporter returned 1 toothbrush head that was identified as an oral-b power oral care refills precision clean. No further information was provided.